Event description:
It was reported that one of the patients leads had migrated. Surgical intervention was undertaken on (B)(6) 2022, where both leads were revised. Therapy was restored post-op.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000126634. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.